Manufacturer narrative:
(B)(4). Investigation summary: one photo was submitted for quality investigation. The customer complaint of component damage - leak was not confirmed, however, separation was verified by visual inspection of the photo. The photo shows that the lower pumping segment fitment separated from the tubing. A device history record review for model 2420-0500 lot number 20113015 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing disconnected from the drip chamber during use. The following information was provided by the initial reporter: "this time tubing disconnected from the clamp/2nd incident tubing disconnected from the drip chamber similar last summer recall. Suspected lot no is (10)20113015." "Nursing reported: that IV tubing broke below the clamp for the pumps. It was not being stretched or pulled at the time. Nurse had changed channels after thinking it was another channel. Nurse did inspect the tubing prior to connecting to a new channel. Nurse obtained a second set of IV tubing and this one was broken below the drip chamber when she opened it. The third set was broken where the clamp for the channel is located (same site as the first set). Incident dated (B)(6) 2020. The fourth set was fine."